Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was a high number of short v-v intervals, with ffrw (far-field r-wave) oversensing also noted. Ventricular sensitivity had been programmed to the least sensitive setting, and both leads remain in use. No patient complications have been reported as a result of this event.